Manufacturer narrative:
H1

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and subsequently shut down. The customer¿s blood glucose was 600 mg/dl and was addressed with a correction bolus. The customer continued to use the pump for insulin therapy.